Manufacturer narrative:
The head sensor transmitter has been returned to isi for failure analysis(fa) investigation along with the shs-rx board. The two boards were installed on an in-house test system and failure analysis was able to replicate the problem on first power up. No errors were logged in the error log; however, the message of remove any obstructions from the surgeon console viewer displayed on the touchscreen monitor and the fa tech was unable to go into following mode. Failure analysis used the maintenance app to look at the status of the head sensor and sensor 4 was showing blocked. The shs-tx board was removed from the system in order to isolate the bad board and the system came up with no message and failure analysis was able to go into following mode; however, when the status of the head sensor was inspected on the maintenance app, sensor 4 was still showing blocked. The shs-rx board was then removed and the status of the head sensors were checked and all were showing not blocked which indicates that the faulty board was the shs-rx board. The complaint is being reported due to the following conclusion: the reported blocked sensor error message could not be cleared during the (B)(6) 2016 surgical procedure; therefore, the surgeon subsequently decided to convert to an open surgical procedure as a result of the reported issue. There was no adverse event related to this event since there was no allegation of patient harm.

Event description:
It was reported that during a da vinci low anterior resection procedure, the surgeon was unable to take control of the camera. The intuitive surgical, inc. (Isi) clinical sales representative (csr), who was present during the surgical procedure, contacted isi technical support and reported that a message also appeared on the da vinci system indicating that the surgeon console viewport was blocked and the da vinci system just beeped when the surgeon was attempting to take control of the patient side manipulators (psm). The site was advised to power down cycle all the breakers and power back up but the same message prompted. The surgeon decided to convert the procedure to open due to time. An isi field service engineer (fse) contacted the isi clinical sales representative to further troubleshoot the issue. According to the csr, the instruments were inserted into the psms but not past the cannula; however, the camera was inserted past the cannula. It was determined that the surgeon had blocked the head sensors in the surgeon side console during startup, which resulted in the error message. According to the csr, no one noticed the error message until they tried to take control of the camera. It was also determined that there was a lack of communication between the vision side cart to the patient side cart. The fse arrived onsite and powered up the system with no errors and was able to take control of the psms. The fse was able to replicate the reported error message by blocking the head sensors on the surgeon side console during setup. The fse then powered cycled the system, opening all the circuit breakers and removed the instruments and camera. The system powered up with no errors and the error message was cleared. On (B)(6) 2016, isi confirmed with the clinical sales representative (csr) that the procedure was completed successfully with no harm to the patient. On (B)(6) 2016, the csr contacted isi technical support again because the site experienced the same sensor blocked error message prior to starting another da vinci surgical procedure. The site decided to convert to an open surgical procedure. A fse was dispatched to the site and was unable to clear the error message. The head sensor transmitter and receiver boards were replaced. The new head sensor boards resolved the reported problem. On (B)(6) 2016, intuitive surgical inc., (isi) contacted the csr to obtain additional information. The csr confirmed that no da vinci ports were made yet for the (B)(6) 2016 procedure and the da vinci system was never docked to the patient since the message was seen on the monitor prior to starting the procedure.